Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. Customer's blood glucose level was 117 mg/dl at the time of incident. Customer stated that they were able to clear the alarm but they were not able to rewind the insulin pump. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Pump error 130 not found during testing. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test.